Event description:
Customer states the handrim hardware got loose and the handrim fell off. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara 2g, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1125027 rev d (nov-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the "handing" hardware got loose and the "handing" fell off. The dealer gave the customer a quote for repair/replacement to resolve the issue. The mentioned malfunction is a potential for injury. MDR filed. Continued investigation and evaluation is provided by invacare.